Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect impact code - rehabilitation.

Event description:
It was reported that an alert/notification occurred. On (B)(6) 2022, it was reported that the patient did not receive an alarm on his app saying he was low. The episode occurred 2 years prior to the report after the sensor had been inserted in the abdomen. According to the report, he did not receive an alarm on his app saying he was low. He felt disoriented and confused. The egv was 68 mg/dl and the bg was not checked since he was driving. He reportedly had a minor collision with another vehicle and he lost control and went into the fields and hit the top of his head. As a result, he broke his neck. He was transported to the ed. He underwent tests including x-ray and he was helicoptered the same day to a higher level of care. The patient could not recall if the bg was checked. He was in intensive care for about 4 weeks before transfer to rehabilitation for his physical therapy. At the time of the report, the patient was in a wheelchair. The patient is still recovering and doing physical therapy every 10 days. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.